Event description:
On 08/15/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis due to pd therapy. Attempts to obtain additional information (e.g., causality, organism, discharge summary, medication records) have proved unsuccessful.